Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The basket center wire could not be stowed in the sheath. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported, that during endoscopic retrograde cholangiopancreatography (ercp) stone removal, the basket center wire cannot be stowed in the sheath inside the patient. According to the initial reporter, the procedure was completed by exchanging with similar equipment. No effect on the patient.

Manufacturer narrative:
Correction: d4 lot number - 19k should have been provided on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as there was no abnormality in the actual product and no abnormality in the manufacturing record. From the results of investigations of similar cases, it is likely that when the knob was pulled, only the basket wire was pulled in, and the center wire was not pulled in, causing the center wire to pop out. The following factors can be considered as the cause for only the support wire was not retracted into the coil sheath: 1) the sheath near the support wire (form of a loop) was excessively angulated. 2) the support wire which protruded from the coil sheath was excessively angulated. The following factors can be considered as the cause that only the center wire is not pulled in: 1) the sheath was severely curved near the center wire (loop). 2) the bending of the center wire protruding from the coil sheath was severe. The event can be detected/prevented by following the instructions for use which state the following: 1) "never use excessive force to operate the instrument. This could damage the instrument. Do not open or close the grip with excessive force. Doing so may damage the product." 2) "repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection. Each part of this product will be deformed and deteriorated by quarrying. Repeated quarrying will cause further deformation and deterioration. Deformation or deterioration may make it impossible to quarry stones, or the grasping part may not be able to be pulled out from the body cavity while grasping the calculus. When quarrying stones repeatedly in one case, confirm that there are no abnormalities in operation and appearance (cutting of the basket wire, buckling of the sheath, etc.) Each time, and do not use if any abnormalities are detected." 3) "do not open or close the basket while the forceps elevator of the endoscope is up. Otherwise, the support wire may form a loop. Do not withdraw the instrument from the bile duct while a loop is formed by the support wire. Otherwise, the looped distal end could damage the inside of the bile duct and cause mucosal injury. If a loop of support wire is observed, lower the forceps elevator and open/close the basket." 4) "do not open or close the grip while the forceps base of the endoscope is up. The center wire may form loops. Do not pull the looped center wire out of the biliary tract. There is a risk that the inside of the biliary tract may be damaged by the tip of the grasping part that has formed a loop, resulting in damage to the mucous membrane, etc. The loop can be released by opening and closing the grasping part with the forceps base of the endoscope down." Olympus will continue to monitor field performance for this device.